Manufacturer narrative:
(B)(4). Investigation summary: no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article entitled, ¿damage patterns at the head-stem taper junction helps understand the mechanisms of material loss¿ by harry s. Hothi, et al, published by the journal of arthroplasty (2012), vol. 32, pp. 291-295, was reviewed. The purpose of this article was to review the bearing wear and corrosion patterns of explanted mom components following revision surgery due to aseptic loosening or unexplained pain. Implanted products: the authors studied 155 mom thas. The depuy products included in this study were: 18 pinnacle cup and metal liners, 26 asr-xl thas, 35 corail stems, and 7 s-rom stems with a sleeve. The remaining implants were competitor products. Every implant was studied after explantation. The reasons for revision surgery giver were unexplained pain and aseptic loosening. At revision surgery, an unidentified number of cups and stems were confirmed mispositioned. The explanted products were examined macro and microscopically for evidence of corrosion and bearing wear. The authors note that many patients had elevated blood metal ions. They provide the mean levels with a range (co mean 7.4 (0.6-212.4 ppb) and cr. Mean 3.5 (0.2-111 ppb). Results: the authors do not provide results by manufacturer. All findings were grouped together as a whole. This complaint captures all o f the findings listed in the text. Corrosion was seen on the taper junctions of both the head and stem. This was identified by black debris and microscopic evidence of fretting and noticing on both component surfaces. Bearing wear was extensive and found on the all articulating surfaces. This was identified visually and microscopically. Captured in this complaint: 18 metal pinnacle cups for misposition and loosening, 18 metal pinnacle liners for bearing wear, 18 cocr femoral heads for taper corrosion and bearing wear, 26 asr cups for misposition, loosening, bearing wear, asr femoral head for bearing wear and corrosion, asr augment for loosening and misposition, 35 corail stems for loosening, mispositioning, and taper corrosion, 7 s-rom stems and augments for corrosion at taper, implant loosening, and implant mispositioned.